Event description:
Patient undergoing ventriculoperitoneal (vp) shunt revision. Surgeon requested valve. Rn opened box and handed it to the scrub tech, who then opened the inner box and gave it to the surgeon. Surgeon connected the valve to the proximal end of the peritoneal catheter and then realized the valve had a hole in it. The surgeon replaced the valve, and the defective valve was given to the company representative.